Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure for peripheral arterial occlusive disease (paod). Reportedly, when the proglide device was removed from the arteriotomy, the suture with the knot came out of the arteriotomy. A second proglide device was used with the same results. A third proglide device was used and a cuff miss occurred. There was reportedly good blood flow from the marker lumen. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the suture (suture with the knot came out of the arteriotomy) was not confirmed because key components were not returned with the device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). It was reported that moderate calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.